Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During inspection and testing, the image disappeared and reappeared during angulation due to a short-circuit of the image sensor cable. In addition, the scope connector label was peeled off, the insulation of the insertion section failed electrical testing, and the bending section leaked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the scope was leaking. The scope was returned to an olympus service center for evaluation. During inspection and testing, the image disappeared and reappeared during angulation. This report is being submitted for the malfunction found during evaluation (image disappeared). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 27-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Should have been reuse rather than unknown on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, an electrical board inside the video connector unit, or a problem on the system side. Olympus will continue to monitor field performance for this device.